Event description:
It was reported under related records, prs 533202, 533203 and 533197, that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon experienced inadequate clamp messages with three sureform 60 stapler instruments. The surgeon used these staplers with a blue sureform60 reload on three different spots on the right colon. For all three staplers, the stapler compressed down with no issues and fired. However, at the end of the fire, there was a system-generated message stating, ¿possible failure detected while unclamping; use grips to verify jaws are open. Do not reuse.¿ the surgeon could unclamp the staplers, and she confirmed they did not have to use the manual release key.

Manufacturer narrative:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the surgeon experienced inadequate clamp messages with three sureform 60 stapler instruments. Based on the claim against the product by the customer noting inadequate clamp messages, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected universal surgical manipulator (usm) due to multiple stapler fails. System tested and returned to the customer for use. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and found to unclamp drivetrain failures were replicated on that usm using in-house staplers. Therefore, the main contributor to the failure(s) was usm-related. This usm was returned for failure analysis and the reported grip strength/stapling issue was confirmed and replicated. In remotefe, 220 stapler errors confirmed it to be an unclamping failure. During the system test, the stapler was tested on the usm and the 22030 error was replicated. The usm passed all relevant testing on the pftp. The carriage rotors, gearboxes, and stators will be replaced as a fix. Note: the unit passed fiber test, carriage/acm fan, led test/brightness direction y/p/I, carriage switches, carriage lissajous, sensors check, brake release, brake hold, sine cycle, carriage strength, friction sl, friction sh, carriage friction l, carriage friction h, and advanced brake check. The complaint regarding inadequate clamp messages was confirmed based on the failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the site's complaint history revealed pr 533202, 533203 and 533197 are related records of 546217. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Event verification confirmed a right hemicolectomy was performed by (B)(6) on (B)(6) 2022 on system sk0642.a review of the site's system logs for the reported procedure date was conducted by fse. Investigation revealed the following possible related system errors: blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.